Manufacturer narrative:
Catalog number, lot number, expiration date, and UDI number and device manufacture date is unknown. No product information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device cuff was losing air. Event occurred during pre-testing. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Event description:
Additional information was received providing the catalog and lot numbers; home care provider: (B)(6).enduser: (B)(6)

Manufacturer narrative:
Additional information - d4: catalog number, lot number, expiration date, h4: manufacture date, and h6: health impact codes d10, h3, h6 - evaluation codes: updated device inspection: one device was received for investigation. Visual inspection showed that the airway line had been pulled; which loosened the adhesive that sealed the airway line to the neck flange junction. Functional testing found the cuff inflated but upon manipulation of the airway line, the cuff would deflate. A leak was detected at the junction. No other leaks were observed. The investigation determined that insufficient adhesive was applied around the airway line where it is attached to the neck flange. This allowed an opening to form when the inflation line was manipulated. A quality alert was issued to the production floor to heighten awareness of the concern to the operators. Complaint data and trends are regularly analyzed. Further actions will be taken if a trend is identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.